Event description:
It was reported that the stent dislodged and the procedure was cancelled. An express sd balloon expandable stent was selected for use to treat renal artery stenosis. A 7 french introducer sheath was placed in the right femoral artery. Angiography revealed short, high-grade stenosis near the ostium with a small infundibulum. The takeoff angle from the aorta was fairly steep. A microwire was advanced into the renal artery and past the stenosis. A 3x20mm balloon was used to pre-dilate the stenosis. Despite pre-dilation, there was difficulty advancing the express sd stent across the stenosis. The express sd balloon catheter was removed in order to exchange it with a larger balloon to pre-dilate the stenosis again. When the express sd balloon catheter was removed, the stent dislodged and became lodged inside the introducer sheath. The entire introducer sheath was removed in order to retrieve the stent. The microwire was kept in place within the renal artery. The procedure was not completed. There were no patient complications as a result of the event.